Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID: neu_unknown_prog, product type: programmer, physician.

Event description:
Information was received from a consumer regarding a patient who was receiving baclofen, bupivacaine, and clonidine at unknown concentrations and dosages via an implantable pump for intractable spasticity and spinal cord injury/spinal cord disease. It was reported that in (B)(6) 2010 (1-2 days before the pump was replaced on (B)(6) 2010), the consumer had his suspicion that something was wrong with the pump because the patient had the same symptoms with another pump. The patient exhibited spasming, bad pain, and could not sleep. The patient had extreme headaches like baclofen withdrawal extreme headaches. The patient had the issue when the pump was replaced. There were no further complications reported or anticipated. Additional information was received from a healthcare provider on (B)(6) 2017. The healthcare provider looked in the patient¿s chart and the only reason they could see was maybe a replacement for the pump in 2010 for an exhausted pump.